Manufacturer narrative:
The heartmate 3 pump was previously investigated under MFR. Report number 2916596-2018-00426. The results from that investigation are reported below. Manufacturer's investigation conclusion: review of the retrieved system controller log files confirmed the reported pump stoppages associated with a disconnection of the driveline; however, a specific cause for these events could not conclusively be determined through this evaluation. On (B)(6) 2017 at 3:27 am, a low power advisory alarm became active that was associated with depleting 14v batteries. The low power advisory alarm remained active. At 3:53 am, a low flow, driveline disconnected, and lvad off alarm became active with associated pump speed value captured at zero rpm. This event appears to be related to a physical disconnection of the driveline. At 4:48 am, the pump speed value was captured at 5,200 rpm indicating the driveline was connected. The system operated within the low speed limit of 5,400 rpm and the set speed of 5,600 rpm until the driveline was physically disconnected at 6:34 am. During this time (between 4:48 to 6:34 am), a low flow hazard alarm was active. It is noted controller fault alarms captured in the log file is related to the power issue and driveline disconnected alarms. The account communicated that ems found the patient disconnected from the controller on (B)(6) 2017. The patient expired on this date. Low voltage advisory, pump off, and driveline disconnected alarms were reported. It was later reported that the last transmission between the clinic and patient was on (B)(6) 2017 and there were no events at that time. Multiple product return requests were made to the account; however, heartmate 3 lvas, serial number (B)(4) was not returned for evaluation. The heartmate 3 lvas IFU provides an explanation of all pump parameters and states that if the driveline disconnects from the system controller, the pump stops. The IFU states to promptly reconnect the driveline to the system controller to resume pump operation. This document also provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. The IFU outlines all system controller alarms, including the low power advisory, low flow hazard, and driveline disconnected alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report #2916596-2018-00426. This report is being submitted as additional information. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that emergency medical services (ems) found the patient's lvad disconnected from system controller. System controller history was review and the patient started having low voltage advisory alarms at 03:27 am on (B)(6) 2017. After the low voltage advisory alarms, there was a pump off and driveline disconnected at 03:51 am and 03:53 am with replace system controller and those continued through the history. It was reported that the patient expired on (B)(6) 2017. Log file analysis completed by the manufacturer¿s technical services representative revealed multiple intermittent pi events taking place on (B)(6) 2017 from 12:19:25 am to 3:49:49 am. On (B)(6) 2017 at 3:27:33 am a low power advisory took place. This occurred while the patient was on battery power. On (B)(6) 2017 at 3:51:30 am a driveline disconnect and pump off was noted until 4:48:48 am in which the log file reports that the driveline was not disconnected anymore. On (B)(6) 2017 at 4:45:35 am a complete loss of battery power prompted the system controller¿s backup battery to provide power to the pump. On (B)(6) 2017 at 4:48:52 am the actual pump speed was recorded at 5200 rpm. On (B)(6) 2017 at 6:34:20 am a driveline disconnect and pump off was noted. It was reported that the last transmission they had was on (B)(6) 2017 and there were no events. Device clinic states if patient was having events, she was not close enough to monitor. Additional information: the cause of death was cardiac arrest due to cardiogenic shock due to disconnect. The device was disconnected per site. Relationship to pump and lvad system are truly unknown as the device was disconnected.